Event description:
A sterrad sterilizer in the sterile processing department failed a load and gave an error message reading "h202 adjustment fail". The manufacturer had to be called to fix the issue and put the device back into service. The device was down for a significant amount of time and delayed medical equipment processing.